Manufacturer narrative:
Concomitant medical products: product ID 3080, lot# l93815, implanted: (B)(6) 2001, product type: lead; product ID 3031, serial# (B)(4), implanted: (B)(6) 2001, product type: programmer, patient; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. (B)(4).

Event description:
It was reported the patient had a loss of therapeutic effect and no stimulation sensation. It was stated the patient wanted to be walked through how to increase their stimulation. It was noted the patient was not feeling stimulation and had stopped feeling stimulation the day prior to report. It was stated the patient increased stimulation until it was at a comfortable setting.